Manufacturer narrative:
It was reported that the depth gauge was not broken during surgery however, no information was provided as to when the malfunction occurred. Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Review of the device history record was not completed because the lot number information was not reported. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
On 11/18/2020, 2 parts were reported to have malfunctioned. The 70mm depth gauge was reported to have broken and the 3.5 x 14mm r3con locking plate screw did not lock to plate. This is report 1 of 2 for this incident. This report addresses the 70mm depth gauge. It was reported that the depth gauge did not break in surgery however, limited information was received on what is meant by "broken". Due to limited information, potential of harm is based on worst case-scenario for the failure mode, independent of a condition failure.

Manufacturer narrative:
Update 18 may 2021: part received on 19 april 2021. Visual inspection of returned product: photo of returned product confirms the depth gauge is broken. DHR review of lot 9154024 was completed and all inspected parts that was received were accepted. No deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.